Event description:
Legal counsel for patient reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to an unknown reason. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to an unknown reason. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Legal counsel for patient reported patient underwent a right total knee arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, personal injury, and disability. Patient's legal counsel further report patient had a right revision procedure on (B)(6) 2012 and a partial patellectomy surgery performed on (B)(6) 2012. Review of invoice history could not confirm the (B)(6) 2012 or the (B)(6) 2012 procedure.